Event description:
A customer reported intact parathyroid hormone (ipth) failing quality control (qc) on the aia-360 analyzer. The customer tested new qc aliquots, opened new bottles of qc and calibrated new test cups, but qc is low on two lots of test cups. The customer replaced wash and diluent and performed a decontamination on the prior week. A tosoh technical support specialist (tss) advised the customer to prime substrate line with alcohol and test a new substrate. The customer said it was installed on 02nov2023 and had primed the substrate several times. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the low control result by reviewing the quality control (qc) values. Fse primed diluent sample and there was not enough diluent to use for sampling. The diluent pump was not pumping the correct volume. The customer decontaminated the analyzer and primed substrate multiple times to make sure there was substrate in the system. Fse replaced diluent pump and primed the system. The customer ran qc and it was within ranges. This was verified by running tosoh troubleshooting kit qc and customer's prepared qc to verify between both. Fse replaced fluid manifold, as it was broken. Fse verified the resolution by successfully running qc and a precision run. The aia-360 analyzer is functioning as expected. No further action is required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The st intact pth, analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack intact pth, the highest concentration of intact parathyroid hormone measurable without dilution is approximately 2,000 pg/ml, and the lowest measurable concentration is 1.0 pg/ml (assay sensitivity). The exact linearity of the st aia-pack intact pth depends on the particular lot of calibrator in use. Although the approximate value of the highest calibrator is 2,200 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of goat polyclonal antibodies for diagnosis or therapy may contain human anti-goat antibodies. Such specimens may show falsely elevated values when tested for intact parathyroid hormone. The most probable cause of the reported event was due to a faulty diluent pump and broken fluid manifold.

Manufacturer narrative:
Correction to section h6 and additional information to h10: fse provided additional information that the fluid manifold was fractured due to customer pushing the analyzer against the wall and inadvertently fracturing the manifold.